Event description:
Pt has had a failure with hip surgery. Her orthopedist has requested that rptr rule out the possibility of allergic intolerance to prosthesis as a cause of failure. Rptr realizes this is not a common event. & rptr understands the complexity of this literature. Rptr has been working for many months with the supplier of the material to find out exactly the metallic components of the prosthesis. In spite of dozens of telephone calls from rptr's diagnostic patch test nurse, & fewer from rptr, rptr has been unable to get definitive assistance from the MFR.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.